Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information, but it was not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced uncomfortable stimulation around ribs. Physician noted that there was a lot of scar tissue around the lead. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the lead was explanted.